Event description:
It was reported that customer experienced repeated cgm error 42 on pump, with same error occurring three or more times and previously. There was no reported impact to the customer¿s blood glucose level. Customer was advised that pump would be replaced and would continue using current pump as backup therapy until replacement arrived, and technical support confirmed shipping address, provided instructions to place current pump into storage mode and return it within 10 days, and explained need to reenter pump settings, reconnect cgm, and select appropriate setup option on replacement pump, which customer understood and acknowledged.